Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 28, 2024. The investigation of the returned device was completed by the failure analysis lab on november 1, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear measuring approximately 5.0 cm on the anterior view. Additionally, an area of shell abrasion was observed on the edges of the tear. A previous image was provided in the complaint and the implant was observed ruptured. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed though ultrasound. As a result, explant is planned for (B)(6) 2024.

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on october 4, 2024. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 11, 2024. In addition to the information reported initially, the patient also experienced bilateral baker grade IV capsular contracture accompanied by ptosis and waterfall deformities. Reason for device explant and/or reoperation: capsular contracture / rupture manufacturer¿s reference number: (B)(4).